Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and uterine haemorrhage ("abnormal uterine bleeding") in a female patient who had essure inserted for female sterilization. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and uterine haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (on (B)(6) 2016, plaintiff underwent laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and uterine haemorrhage outcome was unknown. The reporter considered pelvic pain and uterine haemorrhage to be related to essure. The reporter commented: on (B)(6) 2016, plaintiff underwent a robotic-assisted laparoscopic hysterectomy with bilateral salpingectomy. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain"), uterine haemorrhage ("abnormal uterine bleeding") and hernia ("hernia") in a (B)(6) year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 1 (dob: (B)(6) 1999), smoker (used for 10 years), alcoholic ((1 glasses of wine, 0.6oz a week, 2 days a week)), constipation, melanoma malignant in 1992, tonsillectomy, appendectomy, colposcopy and malignant melanoma excision (surgery). Previously administered products included for an unreported indication: robitussin dm, halls and chloraseptic. Concurrent conditions included laryngitis, streptococcal sore throat, coughing, swallowing difficult, general body pain, urinary tract infection, hematuria, stress urinary incontinence, residual urine, bleeding breakthrough, cervical cancer since 1990, anxiety, ureterohydronephrosis, inflammation nos, heavy periods, body mass index normal and influenza. Family history included colon cancer (family medical history: paternal grandmother), hypertension (father) and osteoarthritis (mother). Concomitant products included cilest (orthocyclen) since 2014, eugynon (aviane) from 2008 to 2013, fluoxetine hydrochloride (prozac), oral contraceptive nos and zolpidem tartrate (ambien). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2016, the patient experienced vaginal discharge ("vaginal discharge") and weight increased ("weight gain"). In (B)(6) 2016, the patient experienced hernia (seriousness criterion medically significant). On an unknown date, 4 months 6 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), insomnia ("insomnia"), anxiety ("anxiety"), abdominal pain upper ("abdominal right upper quadrant pain"), alopecia ("hair loss"), abdominal mass ("tender lump in lower abdomen") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced fatigue ("fatigue"). The patient was treated with surgery (on (B)(6) 2016, plaintiff underwent laparoscopic hysterectomy with bilateral salpingectomy) and surgery (hernia repair in (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain had not resolved, the uterine haemorrhage, hernia, weight increased, insomnia, anxiety, alopecia, abdominal mass and abdominal pain outcome was unknown and the vaginal haemorrhage, menorrhagia, vaginal discharge, fatigue and abdominal pain upper was resolving. The reporter considered abdominal mass, abdominal pain, abdominal pain upper, alopecia, anxiety, fatigue, hernia, insomnia, menorrhagia, pelvic pain, uterine haemorrhage, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: on (B)(6) 2016, plaintiff underwent a robotic-assisted laparoscopic hysterectomy with bilateral salpingectomy. There were six trailing coils. The essure was then placed in the right fallopian tube without difficulty with four trailing coils. The patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.3 kg/sqm. Plaintiff had essure confirmation test on (B)(6) 2014- total bilateral occlusion. Concerning the injuries in the case, the following ones were described in patient's medical records: vaginal bleeding, abnormal uterine bleeding, pelvic pain, weight gain, fatigue, abdominal pain, epigastric abdominal pain. Concerning the injuries reported in this case, the following one/ones were reported via social media: abdominal mass, alopecia, abdominal pain lower. Most recent follow-up information incorporated above includes: on 1-feb-2018: fu from pfs+mr: new events: vaginal haemorrhage, menorrhagia, vaginal discharge, fatigue, weight increased, insomnia, anxiety, hernia, abdominal pain upper, alopecia were added. Patient information(dob, height, weight), other relevant history(from mr) also added. Previously reported event¿ pelvic pain¿ outcome updated from unknown to recovering/resolving( from mr) incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain'), uterine haemorrhage ('abnormal uterine bleeding') and hernia ('hernia') in a 39-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included melanoma malignant in 1992, gravida ii, parity 1 (dob: (B)(6) 1999), smoker (used for 10 years), alcoholic ((1 glasses of wine, 0.6oz a week, 2 days a week)), constipation, tonsillectomy, appendectomy, colposcopy and malignant melanoma excision (surgery). Previously administered products included for an unreported indication: robitussin dm, halls and chloraseptic. Concurrent conditions included cervical cancer since 1990, laryngitis, streptococcal sore throat, coughing, swallowing difficult, general body pain, urinary tract infection, hematuria, stress urinary incontinence, residual urine, bleeding breakthrough, anxiety, ureterohydronephrosis, inflammation, heavy periods, body mass index normal and influenza. Family history included colon cancer (family medical history: paternal grandmother), hypertension (father) and osteoarthritis (mother). Concomitant products included ethinylestradiol;levonorgestrel (aviane) since 2008, ethinylestradiol;norgestimate (ortho cyclen) since 2014, fluoxetine hydrochloride (prozac), oral contraceptive nos and zolpidem tartrate (ambien). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced fatigue ("fatigue"), 4 months 5 days after insertion of essure. In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). In (B)(6) 2016, the patient experienced hernia (seriousness criterion medically significant). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant), insomnia ("insomnia"), anxiety ("anxiety"), abdominal pain upper ("abdominal right upper quadrant pain"), alopecia ("hair loss"), abdominal mass ("tender lump in lower abdomen") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hernia repair in (B)(6) 2016 and on (B)(6) 2016, plaintiff underwent laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain had not resolved, the uterine haemorrhage, hernia, weight increased, insomnia, anxiety, alopecia, abdominal mass and abdominal pain outcome was unknown, the vaginal haemorrhage, menorrhagia, fatigue and abdominal pain upper was resolving and the vaginal discharge had resolved. The reporter considered abdominal mass, abdominal pain, abdominal pain upper, alopecia, anxiety, fatigue, hernia, insomnia, menorrhagia, pelvic pain, uterine haemorrhage, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: on (B)(6) 2016, plaintiff underwent a robotic-assisted laparoscopic hysterectomy with bilateral salpingectomy. There were six trailing coils. The essure was then placed in the right fallopian tube without difficulty with four trailing coils. The patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.3 kg/sqm. Imaging procedure - in (B)(6) 2014: total bilateral occlusion. Plaintiff had essure confirmation test on (B)(6) 2014- total bilateral occlusion. Concerning the injuries in the case, the following ones were described in patient's medical records: vaginal bleeding, abnormal uterine bleeding, pelvic pain, weight gain, fatigue, abdominal pain, epigastric abdominal pain. Concerning the injuries reported in this case, the following one/ones were reported via social media: abdominal mass, alopecia, abdominal pain lower. Most recent follow-up information incorporated above includes: on 17-dec-2019: pfs received: event "vaginal discharge" outcome were updated to recovered/resolved. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.